Manufacturer narrative:
A blotchy red rash accompanied by occasional soreness to the skin is deemed a serious injury. According to the end-user, the area is cleansed with warm water and soap. Applies stomahesive powder; stomahesive strips and then the appliance. The end user reports gaining weight. The stoma has increased in size (38 mm). Samples will be sent of a large wafer. End-user was instructed on care and crusting techniques through the use of stomahesive powder. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End user reports a red open area accompanied by occasional pain to the peristomal skin located under the wafer's mass. End user was unable to provide the actual size. She also reports that the sores have gotten worse over the past several days.